Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 visual examination of the provided pictures identified the shell is covered in bio-debris. No further information could be seen in the provided images. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided; however, they were unable to be reviewed due to the superimposed template obscures the image and would not allow a complete assessment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 11-104113 lot# 785402 mlry-hd por fmrl 13x170mm. Cat# 11-104050 lot# 1138739 m/h sld/apx hle rnglc shl 50mm. Cat# 11-163660 lot# 025100 28mm m2a mod head -6mm nk. G2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was report that a patient underwent a hip procedure that was subsequently revised approximately 16.5 years later due to osteolysis. The cup, head, and liner were removed. Attempts have been made and no further information has been provided.